Event description:
It was reported that when using the bd pyxis¿ es server, all pyxis was not communicating with meditech. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the pyxis was not communicating with meditech. A technical support specialist logged into the server and found devices on critical override with 5000 xml messages clogged. Tss restarted the external/internal inbound message processor service and changed the dequeue amount to 128 and case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
D4 and h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all pyxis was not communicating with meditech. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.